Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the device cut but did not fire. The surgeon extracted the stapler and reloaded it but again the same problem occurred. The surgeon had to convert to open because the tissue was too short to position the stapler on it. The surgeon had to do an ileostomy. Additional information has been requested.

Manufacturer narrative:
Date sent: 10/7/2009. Information anticipated, but unavailable at this time.